Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was displayed as "high", although specific value was not provided. A correction injection via manual injection was administered to address the bg level. Customer loaded a new cartridge to resolve the issue.